Manufacturer narrative:
Correction: g1. Additional information: d4 (UDI, exp. Date), h4, h6. Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 149237r with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot: 149237r, test base part number 195-430h / lot: 145147a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 149237r showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, it could possibly be related to the specific patient/validation samples.

Event description:
The customer reported two (2) false positive results with the binaxnow covid-19 ag card performed on (B)(6) 2021. Pcr confirmation testing was performed on (B)(6) 2021 for both patients and generated negative results. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.